Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20mar2017. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to emergency department (ed) on (B)(6) 2017 with 4 days of bright red urine. Inr was supratherputic at 4.1. Patient was admitted to the hospital and warfarin was held. Percutaneous neprhostomy tubes was present. Hemoglobin and hematocrit was stable. Renal computed tomography (CT) scan showed left drain malpositioned of the neprhostomy tubes. This was exchanged by interventional radiology. During hospital stay and as inr drifted down, urine appearance improved. At discharge, urine was clear pink in appearance. Hematuria noted to be resolved on follow up clinic visit on (B)(6) 2017.